Manufacturer narrative:
Results: bd had not received samples, but a photo was provided by the customer facility for investigation in support of this complaint. The photo was evaluated and the customers' indicated failure mode for lot number and expiration date label issues with the incident lot was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: bd was not able to confirm the customers¿ indicated failure mode. The defect was evident in the returned photo and reviews, however no sample was returned. Further investigation had identified potential root causes in the manufacturing process where the cause of the indicated failure mode could have originated. As a result, corrective actions have been established and are in the process of being implemented to prevent reoccurrence.

Event description:
It was reported that several labels on the packaging of bd vacutainer® flashback blood collection needles, 21gx1", with the green shield, were unreadable or were misprinted, specifically the lot/batch numbers. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.